Event description:
Rptr's wife stated he tested in the am, prior to breakfast, receiving a blood glucose reading of over 200 mg/dl. The next day, same time, the reading was 114 mg/dl, which rptr doubted was accurate. Upon retesting, a blood glucose reading of 227 mg/dl was obtained. Rptr stated he had no symptoms. Rptr had not cleaned the meter. Control test was within range 111 (87-130) mg/dl.